Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate touch was evaluated following the reported event of an intentional pump stop. The heartmate touch (serial number unknown) was not returned for analysis. The reported event could not be correlated to an issue with the heartmate touch system. Device history records could not be reviewed due to the serial number of the heartmate touch being unknown. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (doc #100169046, rev. A) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. Additionally, under chapter 4 subsection "stop pump", the user is instructed on how to use the stop pump feature. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ provides troubleshooting steps to resolve various issues while using the heartmate touch, including a loss of connection between the system controller and heartmate touch app, and the system controller not being detected by the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the system monitor did not fail, and the customer was using the heartmate touch. It was confirmed that the pump stop button was pressed intentionally. Although the specific reason was not stated, it was communicated that the pump could be stopped intentionally for a number of reasons.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that further investigation revealed an intentional pump stop that may be related with the system monitor malfunctioning.